Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The permanent cautery hook (pch) instrument was analyzed and found to have the cable crimp from wrist control cable at the grip hub dislodged. As a result, the cables appeared to be broken but it was not. The cable crimp was captured inside the welded grip. This caused engagement failure. Additional observations related to the reported complaint: the instrument was found to have a derailed grip cable from its normal position at the distal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument wrist yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Msc log review showed qty #1 engagement failures via error code 22020 indicating engagement failure on the wrist yaw axis. This was caused by derailed grip cable and dislodged crimp. Additional observations found unrelated to the reported complaint included: the instrument had one indentations/burrs on the edge outer face of the distal idler pulley. There were pieces missing measuring approximately 0.0460 x 0.0315. Other components adjacent to the indented pulley showed damage. Moreover, the instrument was found with a scratched yaw pulley. The inner middle side of the yaw pulley had several scratches. On (B)(6) 2024, isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was observed. The instrument did not collide with any other instrument or tool. The issue occurred during the procedure and no piece fell into patient. Refer to section a. Patient information for updated fields. Refer to annex a, b, c, d, and g for updated codes.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm permanent cautery hook instrument was not recognized by the system. The procedure was completed as planned with no reported injury using a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm permanent cautery hook instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have the cable crimp from wrist control cable the grip hub dislodged. As a result, the cables appeared to be broken but they were not. The cable crimp was captured inside the welded grip. This caused engagement failure. Additional observations related to customer reported complaint: the instrument was found to have a derailed grip cable from its normal position at the distal end. The instrument failed the intuitive motion test due to completely broken grip tip. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument wrist yaw inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Msc log review shows qty #1 engagement failures via error code 22020 indicating engagement failure on the wrist yaw axis. This is caused by derailed grip cable and dislodged crimp. Additional observations not reported by site: the instrument was found to have one indentations/burrs on the edge outer face of the distal idler pulley. There were pieces missing measuring approximately .0460 x 0315. Other components adjacent to the indented pulley show damage which may indicate potential mishandling/misuse. The yaw pulley has scratches, and the grip cable was derailed and crimp dislodged. The instrument was also found to have a scratched yaw pulley.